Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the physician performed the patency test, he found that the valve was leaking. According to the report, the physician used a new one to complete the surgery. The report stated that there was no impact to the patient.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for siphon or leak testing due to two small tears in the top membrane of the delta chamber. It is unknown how or when the damage occurred. The valve met the requirements for reflux, pressure flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.